Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient made a mistake. The peritonitis was manifested with cloudy fluid and abdominal pain. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, once in 4 days, ongoing, route not reported) and amikacin injection (125mg, once a day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information in b5. B5: additional information was received and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.